Event description:
Customer claims that the alarm was in use with a pt. The alarm has power, but no alarm tone when pressure is off the sensor pad or when the pad is detached from the alarm. There was no pt injury reported. Eval for the returned product shows that the alarm powered on, but has an intermittent alarm sound.

Manufacturer narrative:
(B) (4). Eval for the returned product shows that the alarm unit powered on. The unit has an alarm tone when the sensor is disconnected. The alarm sounds intermittently while the sensor is attached to the unit and pressure is applied. There is no visible damage to the sensor receptacle. (B) (4).